Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had acute onset of right-sided facial droop, upper and lower extremity weakness and chest pain. A computed tomography (CT) scan of the head and neck with contrast were both negative for acute occlusions. A small stroke or functional neurological disorder was thought to be possible as the patient's exams were discordant. The patient denied any headache but was positive for visual disturbance. On (B)(6) 2022 the patient fell on their sacrum/coccyx due to dizziness and poor weight bearing tolerance in their right lower extremity. An x-ray was performed on (B)(6) 2022 and showed no evidence of bone fracture. No acute interventions were required for the suspected neurologic dysfunction. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.